Event description:
It was reported that the customers' pump was hit by a lacrosse ball and cracked the touch screen. Reportedly, the pump will not stop vibrating and beeping. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.